Manufacturer narrative:
The following devices were also listed in this report: unknown left femoral condyle; cat# unknown; lot# unknown. Triathlon prim tib baseplate - cemented; cat# 5520-b-600; lot# zngn. Unknown patella; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patients' knee was revised due to infection. He presented with a ucla score of 4, three months prior to revision surgery and maximum score of 6.